Event description:
Approximately one week after implantation, condition of patient with normal pressure hydrocephalus had not improved. Surgery found the integrated siphonguard component had disconnected from the valve. The device was explanted and replaced.